Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since there was bleeding post procedure. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after deploying the angio-seal device, blood continued to ooze from the skin incision. Manual pressure was held to create total hemostasis. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 17mar2021. The oozing occurred directly after deployment. The estimated blood loss was less than 250cc. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Additional information was received on 18mar2021. The procedure was a left heart catheterization.